Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd integra syringe with detachable needle there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
Four shelf cartons of 100 sealed 3ml packaged integra syringes with needle were received and confirmed to be from batch #7177705 (p/n 305274). The samples were visually evaluated. The syringes were found to have no visual defects. The syringes were removed from package and activated. All 400 syringes activated with needles retracting as designed. No issues were observed. The reported defect was not identified in the samples received. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.